Manufacturer narrative:
No anomalies on the pieces released on the market by checking the manufacturing chart of the lot # of instrument involved. No other complaints received on this lot #, on a total of (B)(4) instruments manufactured with this lot #. We will receive the instrument involved and analyze it before submitting our final report.

Event description:
Intra-op issue during a surgery dated (B)(6) 2015. During the engagement of the definitive reverse body to the stem, a part of the edge of the plastic body impactor (smr reverse prosthesis inserter) has broken. No impact to the patient, the introducer could be used even if broken. The event occurred in (B)(6).

Manufacturer narrative:
No anomalies on the pieces released on the market by checking the manufacturing chart of the lot # of instrument involved. No other complaints received on this lot #, on a total of (B)(4) instruments manufactured with this lot #. We received the broken instrument. By a visual analysis a breakage can be seen on the edge of the plastic part of the device, intended to be coupled with the reverse humeral body. According to the event information provided, the event could have been caused by improper use of the instrument during surgery: if the plastic part of the device was not correctly coupled to the reverse humeral body, during the engagement of the humeral body to the stem, the force applied to tighten the humeral body screw could have caused unexpected stresses on the plastic and could have led to the breakage (without splitting) of the plastic part. This is the first and only similar complaint reported on a total of (B)(4) smr reverse prosthesis inserter manufactured with the product code 9013.52.142. No corrective action has been planned for this specific event. Limacorporate will keep monitoring the market on the reoccurrence of this event.

Event description:
Intra-op issue during a surgery dated (B)(6) 2015. During the engagement of the definitive reverse body to the stem, a part of the edge of the plastic body impactor (smr reverse prosthesis inserter) has broken. No impact on patient, the introducer could be used even if broken. The event occurred in (B)(6).